Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during implant procedure, the stylet was difficult to remove from the lead. Subsequently, the helix could not be deployed. The difficult removal of the stylet is suspected to contribute to the malfunction of the helix. The lead was removed and replaced. The procedure was completed successfully. Patient was in stable condition.